Manufacturer narrative:
An event regarding a disassociation involving an unknown constrained liner was reported. The event was confirmed. Device evaluation and results: the device was not returned however, an image of the revised product was provided. The constrained liner was still assembled with the metal head and locking ring in place. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "on (B)(6) 2002 she underwent a primary right total hip arthroplasty for a diagnosis of degenerative joint disease of the right hip. On (B)(6) 2015 she had an admission during which a first revision of the right hip was performed on (B)(6) 2015. No operative report for this procedure is available. On (B)(6) 2015 a second revision of the total hip was performed inserting a constrained liner for a diagnosis of anterior dislocation right total hip arthroplasty. The operative report describes general anesthesia and removal of staples and use of the previous incision. The report notes, ¿suffered dislocation of her right hip secondary to poly wear ¿ on postoperative day two ¿ anterior dislocation ¿ acetabular exposure difficult because of patient¿s large size (bmi 54) ¿ head/neck component removed ¿ changed to 50mm constrained liner with 22/plus-5 c-taper head¿. On (B)(6) 2016 another revision of the right hip was performed for which no operative report is available. Labels indicate a 50/22 constrained insert and a 22/plus-5 c-taper lfit head were utilized. Two color photographs of explanted components, one labeled ¿revision done 12/11¿, shows a blood-stained disassociated constrained liner with a 22mm head in the inner bearing and the outer bearing is disassociated with a free locking ring. The second photograph, labeled ¿wrong liner used¿, shows a blood-stained intact constrained liner with the head in the inner bearing. X-ray printout is an undated ap of the right hip and is labeled ¿x-ray with the wrong liner¿. It shows a disassociated and dislocated constrained liner. There are no patient demographics other than a mention of a bmi of 54 on the (B)(6) 2015 operative report representing morbid obesity. There are no operative report of the first, third or fourth revisions and no examination of the explanted components or confirmation of ¿wrong liner used¿. No clinical or past medical history and no serial x-rays are available. Based upon the fragmentary information available for review, no determination can be made for the multiple revisions due to instability of the total hip arthroplasty. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that the constrained liner disassociated from the shell however, the exact cause of the event could not be determined because insufficient information was provided. Although the sales rep indicated the wrong liner was used, no clarification was provided as to why or how the liner was incorrect. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The liner disassociated from the shell requiring a revision surgery on (B)(6) 2016.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The liner disassociated from the shell requiring a revision surgery on (B)(6) 2016.